Manufacturer narrative:
According to the complainant the device will not be available for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed a skin reaction at the infusion site after an unspecified duration of pod wear, which required medical attention. The infusion site location was not provided. The patient attributed the skin reaction to the adhesive, stating that the infection developed from irritation that worsened over time. The patient sought medical attention at an emergency medical center and was prescribed antibiotic treatment. No additional information was provided regarding the specific diagnosis or the date when medical attention was sought. Subsequently, the patient reported continuing to experience skin irritation, with redness, discomfort, and mild pain developing with a recent pod that was worn for approximately two days. The patient consulted a healthcare professional at (B)(6) on (B)(6) 2026, and was advised by a diabetes nurse to use an adhesive film under the pod called cathereeplus to mitigate future skin irritation. No further treatment or prescription was reported for the current reaction, and no further diagnosis was reported. The adhesive film was advised for future use and not to address any current skin reactions. The patient reported a blood glucose level of 8 mmol/l (144 mg/dl) during the most recent event. This event is being reported due to the allegation of a previously diagnosed infection requiring antibiotic treatment. Because the date when the medical visit where antibiotic treatment was prescribed was not provided, the event date of this report will reflect the date of the most recent medical visit on (B)(6) 2026.